Event description:
The customer reported that the sys was cutting out, and the screen was going black intermittently. This resulted in a loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be identified or duplicated. The system was operating as intended.